Manufacturer narrative:
Insulin pump received with minor scratched screen window. Unit received with no button response due to flattened escape and act button dome switch no crease. The keypad connector on screen was locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the act button was sticking. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.